Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. D1) unknown as information was not provided. D4) lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. D6) unknown as information was not provided. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H4) unknown as lot# is unknown. (B)(4). Summary of investigational findings: a gtrs was returned in a pouch with a jugular introducer with loaded filter inside the protection sheath. The retrieval device is not considered relevant to the investigation and it is unknown, if the filter introducer relates to (B)(4). On the returned jugular introducer the red locking mechanism is pressed, ie the system is unlocked. The protection sheath is severely damaged/kinked in the area equivalent to the grasping hook and slightly curved where filter is attached, but introducer and filter move freely inside the sheath. The filter is curved, too, and especially the primary filter legs are characterized by the damaged sheath. Based on these findings the exact reason for the difficulties encountered cannot be determined and no conclusion can be drawn based on the incomplete information provided. It is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. The IFU addresses the issue through the statement "while keeping slight back tension on the introducer, push the release button completely to ensure proper release of the filter" and the warning "excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated". No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "did not deploy but the physician was able to reposition and get the device to deploy with no harm to the patient." Patient outcome: unknown as information was not provided.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "did not deploy but the physician was able to reposition and get the device to deploy with no harm to the patient." Patient outcome: unknown as information was not provided.